Event description:
It was reported that 5 days after the xact stent implantation in the heavily calcified right internal carotid artery, the patient died at home after choking on a sip of water. The death was witnessed by family members. The cause of death per the death certificate was "natural". No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received: the death certificate states "cardiopulmonary arrest due to, or as a consequence of, arteriosclerotic cardiovascular disease." The physician speculates that the patient may have had a pulmonary embolism.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event of stenting procedures as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.